Manufacturer narrative:
The customer did not provide patient demographics such as date of birth and weight. The vitamin b12 reagent was not returned for evaluation. The cause of the imprecise vitamin b12 results could not be determined with the information available. All related MDR reports: MDR 2122870-2016-00125; MDR 2122870-2016-00126.

Event description:
The customer reported obtaining non-reproducible vitamin b12 (access vitamin b12) results for three (3) patient samples. Testing was performed on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system, serial number (B)(4). This report will address one (1) of the patient results (designated as patient 1) obtained on (B)(6) 2016. The initial result was above the normal reference range of the assay and not consistent with previous patient sample results. The customer reanalyzed the sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system two times. The repeat results were within the normal reference range of the assay. The second of the two repeat results was reported outside the laboratory. The customer did not report a change in patient treatment associated with this event. Calibrations were performing within assay and instrument specifications before and after this event. Quality control (qc) results were within specifications. The customer reported that patient samples were collected offsite in serum separator tubes. Upon arrival in the laboratory, samples were centrifuged for ten (10) minutes at room temperature; the speed of the centrifuge was not reported. There was no indication of sample integrity issues related to this event. MDR 2122870-2016-00126 will address two (2) additional patient results (designated as patient 2 and patient 3) obtained on february 6, 2016.